Manufacturer narrative:
Product has not been returned to the MFR for eval. When product is returned eval will be completed and final report will be submitted.

Event description:
"Pieces broke off the end of the cannula. This appeared to have occurred after /as the lap band was placed through the 15mm separator . The sharp edges which remained on the cannula actually tore off tape end of the lap bank tail." Pt is fine.